Manufacturer narrative:
The product has not been returned for evaluation. As the lot number is unknown, the manufacturing records cannot be reviewed. A review of the non-conformance (nc) database revealed there have no ncs issued since 2014 for the particulate coming from bl5114. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported that a white plastic-looking particle entered the patient's eye during phacoemulsification. The patient was unharmed and no further complications arose. The particle was successfully removed by the surgeon and no extra procedure needed.

Manufacturer narrative:
No further investigation or corrective action is necessary.

Manufacturer narrative:
One white colored particle was returned. The particle is hard to the touch and is approximately 1.5mm long x 1mm wide. The white colored particle was analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). Eds analysis indicates that the white colored particle consists primarily of polycarbonate. Lesser concentrations of chlorine, sodium, oxygen, titanium, iron, and silicon were also detected. The root cause remains undetermined. The investigation is ongoing.